Manufacturer narrative:
(B)(6). Related manufacturer report number #2916596-2020-05755. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient passed away on (B)(6) 2020 due to developed severe dissection of descending aorta. The patient initially had a repair for an outflow graft twist when the driveline was accidentally sawed off. This led to a pump exchange surgery that resulted in cannulation of the heart lung machine (hlm) on (B)(6) 2020. The patient's heart had stopped for 20 minutes during this procedure, and was transferred to the ICU after heart activity came back under low hemodynamic conditions. The patient passed away from complications with the surgical procedure as a result of hlm cannulation and driveline being cut off, rather than issues with the device. The lvad operated as expected. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events, including the patient's outcome, could not be conclusively established through this evaluation. The device reportedly operated as expected. No autopsy was performed; the device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and death. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.